Event description:
(B)(4): information was received from a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient gets constipated by the way their device crosses their abdomen, causing changes in bowel movements. Stimulation goes down to their ankles and legs, but they didn't need it in their legs when they last rechecked it. The patient stated they can feel different sensations in their abdomen, legs, and ankles; they are experiencing lower back pain and cocyx area. The patient is on lyrca and muscle relaxers, stating there is pain in their knees and ankles. The patient cannot do anything about their back pain since they have had two fusions and scar tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.